Event description:
While loading the cutting balloon onto the balance middle weight (bmw) wire, as advancement of balloon into hub of co-pilot, the balloon would not advance. The doctor noticed the balloon seemed partially inflated. Another balloon was used from a different lot and the patient's outcome was good.